Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
The hcp reported that the patient's it dose had been increased to 1.2 mg/hr on (B)(6) 2013. On (B)(6) 2013 the patient presented to the emergency room (ER) with vomiting about every 15 minutes. The hcp did not believe the patient had any other symptoms. It was later reported the patient¿s pump had been placed (B)(6) 2013 and had a dose increase. After the dose increase the patient reported vomiting so the dose was decreased. The patient¿s vomiting stopped, however, the dose still needed to be increased to control pain. The hcp again increased the dose but the vomiting returned. The patient was admitted to the hospital and was stable according to the hcp at the hospital. The hcp planned to decrease the dose. The concentration/dose of morphine was 25 mg/ml and the hcp decreased the pump to minimum rate. It was further reported that patient had gone to the hospital with signs of overdose. The hcp planned to exchange the current concentration of 25mg/ml down to 10mg/ml. The dose of 1.2mg/d was "too much" for the patient as this was lowest rate they could run at the 25mg/ml concentration. It was indicated that the hcp would start at .5mg/d after removing old concentration. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.